Event description:
Davinci robot ceased operating at the end of the case. No harm to patient. Event occurred after surgery completed. Robot locked up and staff had to manually remove instrument arms out of sleeve.